Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep flashed the nodes, formatted the hard drive, and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would take a long time to boot up. No pt injury was reported.